Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All set screws were found to move normally and completely in both clockwise and counter clockwise directions, with no functional irregularities found. Visual inspection of the lead barrels noted no irregularities to contribute to the field allegation. The field allegation of a set screw issue was not able to be confirmed. However visual inspection did reveal a hole in the atrial seal plug. Noise on the atrial channel may have been due to temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure oversensing of noise was seen on the right atrial (ra) channel. The noise was able to be reproduced. Further evaluation noted an issue with the ra setscrew on the device. Subsequently the device was attempted and not implanted. The ra lead was left implanted in the patient with the new device since all lead measurements were within normal limits. No adverse patient effects were reported.